Manufacturer narrative:
A philips distributor evaluated the device. No parts were replaced. Based on the information available and the testing conducted, the device was not faulty. The cause of the reported problem was due to the customer using non-philips accessories with the defibrillator. The distributor explained to the customer the use of the equipment requires philips approved accessories. The philips distributor determined that the device was working fine. The efficia dfm100 defibrillator/monitor 866199 instructions for use (publication 453564403811, page 5) lists a warning stating: ¿use only supplies and accessories approved for use with your efficia dfm100. Use of non-approved supplies and accessories could affect performance and results.¿ it has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device was unable to discharge during clinical use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device was unable to discharge during clinical use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.